Event description:
Country of complaint: (B)(6). The client says that the needle is detaching without major effort, and this has been occurring since a long time ago.

Manufacturer narrative:
Us reporting agent notified on: (B)(4) 2014. Manufacturing site evaluation: samples received: 24 unopened racepacks. There are no units in OEM stock. There are two previous complaints of this code/batch. Tested the needle attachment of the samples received and the results do not fulfill the requirements of the OEM. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfilled OEM requirements. Final conclusion: the complaint is corresponding (justified). Actions on product: replace this code/batch to the end customer or refund. Corrective/preventive actions: there is a corrective action launched.